Event description:
Pt and pt's home health rn reported pt is giving "system timeout" error. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 35gm. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown. Nonfamilial hypogammaglobulinemia.